Event description:
Pt's inr result with device was 5.2; lab inr for this pt was 3.9 on another occasion; this same pt's inr result with deivce was 6.6; lab inr for this pt was 4.4 another pt's inr with device was 5.1; lab inr for this pt was 4.1. Yet another pt's inr with device was 5.4; lab inr for this pt was 3.8. No treatment was received.